Event description:
It was reported that when the patient presented in the operating room for a device change out due to normal eri, externalized conductors were observed. Electrical function of the lead was tested and no anomalies were detected. The lead remains implanted. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.